Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In (B)(6) 2013, an intervention was performed whereby onyx glue was injected into the aneurysm sac to treat a type ii endoleak. It was reported that on an unknown date, the pt presented with a symptomatic infection and high white cell blood count. A computed tomography scan reportedly showed that the pt's aorta was infected around the area of the implanted devices. On (B)(6) 2013, an explant procedure was performed to remove all gore excluder aaa endoprostheses due to the infection. It was reported the infection was caused by the onyx glue that was inserted into the aneurysm sac to treat the type ii endoleak. The devices were explanted with no issues, and the pt tolerated the procedure. Additional info has been requested.

Manufacturer narrative:
Results: the review of the manufacturing and lot sterilization paperwork verified that this lot met all pre-release specifications.